Event description:
After initial intravenous contrast injection pt denied pain at IV insertion site. Co injection was continued during the CT scan. The technologist went into the room to check the pt and he complained that his arm ached. An infiltration was noted. Pt was admitted to the hosp and an incision and drainage procedure was performed in the or.